Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, they inserted a new sensor but it fell out due to the needle braking. Customer mentioned he had calibration errors and change sensors in this last sensor. Customer's blood glucose was not provided for the time of incident. Customer then mentioned they were not sure why the first sensor failed but the second did have a bent needle and the last one had a change sensor. Two sensors are being returned for analysis.